Event description:
Report received of an underdelivery. During preventative maintenance testing at the user facility, the device delivered a measured volume of 13.52ml instead of the expected 15ml. Delivery accuracy for this device requires delivery of +/-5% of the set amount. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.